Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation records received. Litigation alleges that the patient experienced severe pain and discomfort, suffering, injury, emotional distress, disability, disfigurement, partial or complete loss of mobility and loss of range of motion.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Ppf alleges metal wear, metallosis and elevated metal ions. Pfs alleges walking difficulty, inflammation, anxiety and fear. After review of medical records, patient was revised to addressed failed metal on metal left total arthroplasty with extensive abductor muscle necrosis. Revision notes indicated upon entering in to the joint, fluid was under tension and had evidence of metal debris. There was evidence of both abductor muscle necrosis and capsular tissue necrosis involving more than 50% of abductor muscles. There was small amount of shuck. Upon inspection of taper and bearing surface of femoral head, which had minimal evidence of corrosion. The taper of the stem was in good condition with no evidence of corrosion. Attention was on acetabular component, there was evidence of corrosion at the taper of the liner interface with pseudo membrane formation on the under surface of acetabular liner. Added demographic data of patient, medical history, surgeon, product details of liner and head in impacted products. Also added stem due to elevated metal ions. Doi: (B)(6) 2008. Dor: (B)(6) 2018. Left hip. Cn(wipro).

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). No code available use for medical device removal, fear and elevated metal ions.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary:no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.